Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, had issue with company toric lenses where the trailing haptic amputated off as the plunger pushes the lens into the eye. This happened 3 times in the past 1 to 2 months. It was really stressful to cut a lens out of the eye.